Manufacturer narrative:
E1 - initial reporter phone (B)(6). The suspect pump was returned for evaluation, and the event history log (ehl) was reviewed, revealing the presence of occlusion alarms. The customer¿s reported issue was determined not to be related to any previous smiths repair. During visual and functional inspection, cracks were identified in the dso seal, indicating the need for replacement. The complaint reported by the customer was confirmed. Performance verification testing (pvt) was performed; however, the reported issue could not be replicated during testing. As the fault could not be reproduced, the probable cause was determined to be unknown. The dso seal was replaced as part of the corrective action.

Event description:
It was reported that the pump was currently unable to recognize the infusion set and was alarming for occlusion. There was no patient involvement.